Event description:
"The power glide wire deployed normally, the catheter would not release".

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history record (lhr) of reyd1690 showed two other similar product complaint(s) from this lot number.